Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation and that the right l1 lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein only a portion of the lead was able to be explanted, and a new lead was placed address the issue. Therapy was restored post procedure.